Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella device and extracorporeal membrane oxygenation (ECMO) in place prior to a transcatheter aortic valve replacement (tavr) procedure. Upon evaluation patient had limited access available. The physician decided to removed the impella pump and proceed with the tavr procedure, which was successfully completed. The same impella pump was replaced for continued support with the ECMO. However, the artery was noted to immediately have bleeding issues and hemostasis could not be obtained. The physician utilized the reaccessed port to maintain vascular access and removed impella pump and placed a dry seal sheath. Then valve recrossed utilizing dry seal sheath and impella pump was placed through dry seal sheath. It was noted the impella placement difficult but was ultimately placed at the time successfully. At conclusion of case, the impella pump started to have continual suction alarms. It was suggested that the impella pump possibly may not be optimally placed any longer. Fluoroscopy performed to evaluate the impella pump position, and it was noted the impella pump had migrated too shallow, towards mitral. The physician attempted to advance, but ultimately was untentionally pulled back into aorta. The impella pump had to be removed with the decision to prep the patient again to place new impella pump. The patient's condition was noted as stable.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Manufacturer narrative:
The investigation for the reported access site bleed, positioning issue, and low pump flow has been completed. Pump and data logs were not provided foe investigation. As per provided clinical details, the edwards sheath used for the tavr was exchanged for a 14 french peel-away sheath to facilitate the reintroduction of the impella. However, immediately upon reintroduction of the impella, extreme arterial bleeding occurred. Initial attempts to control the bleeding through the peel-away sheath were unsuccessful. To manage this complication and maintain vascular access, the team utilized the reaccess port, removed the impella, and inserted a dry seal sheath. Despite the difficulty, the impella was eventually reintroduced successfully through the dry seal sheath. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. Also, fluoroscopy revealing that pump had migrated too shallow and was too close to the mitral valve. The doctor attempted to reposition the device by advancing it, but it was accidentally pulled back into the aorta. Consequently, the impella had to be removed. The cause of the low pump flow issue was improper positioning of the device, based on given clinical details. The cause of the positioning issue was use related since pump was pulled back into aorta during repositioning. The instructions for use referenced in the initial report is from IFU for impella cp with smart assist system sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes "cardiac or vascular injury (including ventricular perforation.¿